Manufacturer narrative:
While speaking with olympus technical support via phone, the customer had cleaned the gold contacts with an alcohol wipe however the issue was not resolved. The olympus representative was instructed to notify the customer to return the device for inspection and repair. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
An olympus representative reported the customer's device had an e216 scope communication error during a diagnostic procedure. A similar device was used to complete the procedure. No patient harm or injury was reported.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections.

Event description:
The reported problem was first identified during set up for a therapeutic video assisted thoracic surgery procedure. There were no other devices involved in the event. It was reported by the user facility that there was no delay in procedure associated with the reported problem. The intended procedure was completed. No other devices were replaced during the procedure. The user facility confirmed there was no patient injury that occurred associated with the reported problem.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The event was not due to design. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a video connector board malfunction or a charged-coupled device unit malfunction. There is no information indicating obvious misuse.